Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during simulated use of the device, the cs100 intra-aortic balloon pump (iabp) had an inflation failure alarm. There were no causalities reported.

Manufacturer narrative:
Updated field: b4, b5, b6, b7, d8, d9, d10, e1 (initial reporter), e2, e3, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions, health effect ¿ impact codes), h11. A getinge field service engineer (fse) observed the device and during simulated test for a period of time and inflation failure occurred. The customer was informed that the device was unusable. After inspection, the negative pressure of the device was a little low. The equipment was inspected on site and it was determined that it was caused by a capacity cylinder failure and the spare parts needed to be replaced. Fse replaced cylinder volume. After replacement, the equipment was functionally tested according to the factory's specified requirements. After testing, it met the factory's specified requirements and was delivered for use.

Event description:
It was reported that during simulated use of the device, the cs100 intra-aortic balloon pump (iabp) had an inflation failure alarm. There were no patient involvement.